Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified proximal left circumflex artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, upon removal of the ivus catheter, the distal shaft separated without any resistance when attempting to remove it from the patients body. The physician removed the entire system after inflating a non-boston scientific balloon within the non-boston scientific guide catheter. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the imaging window was detached, but it was not returned for analysis. The detachment was not related to a failure of the adhesion material in the imaging window, as there was no evidence of bonding failure. Based on the detachment of the imaging window, the as reported code of sheath detachment of device or device component is confirmed.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified proximal left circumflex artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, upon removal of the ivus catheter, the distal shaft separated without any resistance when attempting to remove it from the patients body. The physician removed the entire system after inflating a non-boston scientific balloon within the non-boston scientific guide catheter. The procedure was completed with another of the same device. There were no patient complications.